Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive. Blood glucose was 285 mg/dl. Reportedly, customer had manual injection supplies available for alternate insulin therapy.